Manufacturer narrative:
Investigation is pending.

Event description:
Surgeon was performing a revision surgery on a 3 level case. The surgeon was unable to remove a screw. The tips of the driver bent. The assistant was able to remove the screw with the driver. There was no reported injury to the patient or surgical delay.